Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was 204 mg/dl at the time of the incident. Troubleshooting was provided. The customer reported that the insulin pump could not detect the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor.